Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic stimulation was lost while treating the right inferior pulmonary vein (pvi). Repositioning of the catheter and high output pacing failed to restore phrenic nerve capture. Anesthesia was lessened to allow the patient to breath spontaneously. Fluoroscopy confirmed paralysis of the right hemidiaphragm. An update one week post-procedure confirmed the phrenic nerve paralysis was still present although the patient had no symptoms.